Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplement MDR will be submitted.

Event description:
It was reported that during preparation for a permacath procedure, balloon pinhole difficulties were encountered. A pinhole was found on the balloon during preparation. Procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as fine.